Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has no capture at the higher thresholds and p-wave undersensing. The patient had undergone three coronary artery bypass graft and an aortic valve replacement. There are no plans to revise the lead and the lead remains in use. No patient complications have been reported as a result of this event.